Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing noise from the right atrial (ra) channel due to where the lead is currently positioned. An x-ray was provided to boston scientific technical services for review and it was confirmed that the rv lead coil was near the ra, in the coronary sinus. Subsequently, this rv lead was repositioned and the anomaly was resolved. No additional adverse patient effects were reported. This rv lead remains in service.